Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that when the user tried to pull the medication, an error as" unexpected service operation error occurred". A technical support specialist (tss) completed the reverse synchronization using knowledge article and database was fully synchronized to station to resolve the issue. The tss confirmed that transactions and station inventory backed up to the electronic protected health information. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a login issue. The customer reported that while trying to pull the medication they were getting an error as" unexpected service operation error occurred". There were no adverse events or injuries reported as a result of this incident.